Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, after x-ray check, dislodgement was observed on the ventricular lead. The physician elected to replace the lead. During the explant procedure, the lead could not be disconnected from the set screw. At the end the lead was explanted and replaced. Patient was in stable condition before, during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.